Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 618 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several hours. Troubleshooting was performed. It was stated that the events leading to his admission was a virus. The programming, time, and date were correct. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 518 mg/dl, and he was treated with the insulin pump and manual injections. The mother stated that she would like to have the insulin pump replaced. No further information was provided.